Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The sample was examined for visual inspection under magnification and the product is caught in seal area of the tyvek and copolymer.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2012, and suture was used. Prior to using on the patient the nurse noted that the paper folder was caught in the seal of the package. There were no adverse patient consequences.